Event description:
The customer contact reported a separation. The plumset was being used to deliver an unspecified concentration of ceftin, at an unspecified rate, via a plum pump. It was reported that after the delivery of the antibiotic was completed, the tubing separated from the leg of the clave y-site. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.